Manufacturer narrative:
Olympus technical assistance center (tac) advised the customer that they should not use the light source since the main lamp has failed. The customer stated that the sale representative will visit them to help them troubleshoot the issue. The issue was resolved during onsite visit by sales representative and the light source was replaced. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited error e103 (ignition error) and there were no light coming out of the distal end. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction fields: d9. New information added to the following fields: b5, d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. An olympus field service representative (fse) visited the site and confirmed the reported event. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be a faulty lamp. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic transurethral resection of the prostate.